Event description:
It was observed, during the device inspection. That the rigid endoscope telescope exhibited the light guide connector broken. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and as noted in the initial report ¿ the light guide connector was found broken. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, it is believed that excessive force was applied to the unit, ultimately leading to the reported failure. Olympus will continue to monitor the field performance of this device.